Event description:
The advocate stated his son tested his blood on the contour next link meter. The meter automatically marked it as a control test, which will be displayed as a control result when accessing the meter's memory. No adverse event was alleged. The advocate was asked to return the strips for evaluation. New strips were sent to the customer.